Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to moisture damage on the electronic assembly. There was no constant tone. The pump had scratched lcd window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 377 mg/dl at the time of incident. The customer's mother stated that the pump kept vibrating while the screen was blank. The customer treated with a manual injection. She stated that her daughter had a bowel problem and could have exposed the pump to urine. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the device would be replaced. The insulin pump was returned for analysis.